Event description:
It was reported on (B)(6) 2025 that a needle detached from the suture intraoperatively. Intervention was required to remove the needle from the patient. No additional information available.

Manufacturer narrative:
Sterile samples from the reported lot, including the actual devices, were not returned for visual review or analysis. Without the actual reported devices, photos of the devices, or detailed information on the method used to remove the device from the packaging, preoperative preparation of the device, or the surgeon¿s technique, a definitive root cause cannot be determined at this time. An evaluation of the manufacturing records could not be performed as the required lot number was not provided to complete the evaluation.